Manufacturer narrative:
The device was returned to olympus for inspection, and the reported image static was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: no image displayed, foreign white residue in the air/water cylinder tube and air/water channel, and foreign white residue in the auxiliary jet tube. Based on the results of the investigation, a root cause could not be identified for the white residue on air/water cylinder and channel, white residue from auxiliary water flow. It is presumed the likely cause for the no image displayed is due to failure of the printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope image is static when plugged in. The issue was found during inspection before use. There were no reports of patient harm.